Manufacturer narrative:
Treatment of the chest area represents off-label use in the united states of america. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient.

Event description:
Patient reported that received a coolsculpting treatment to the chest area and experienced a nodule in the area post treatment that has not gone away. The patient underwent a mammogram, which revealed benign fat cell necrosis according to the radiologist and the nodule has not increased in size.